Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that: it was reported that the reamer has become dull from use. There is not a patient involved in the case. However after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable.

Event description:
It was reported that the reamer has become dull from use. There is not a patient involved in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.